Event description:
The reporter stated the surgeon attempted to insert a cc4204a collamer aspheric single piece lens in the pt's eye. The lens tore in the injector as the surgeon attempted to insert it. There was no pt contact.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found plate haptic torn. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).